Manufacturer narrative:
The device was received by depuy synthes power tools. Reliability engineering evaluated the device, and the reported condition was confirmed; the flutes of the cutting bur appeared to have rust-like discoloration. The bur was sent to a laboratory for further analysis, and it was confirmed that the discoloration was rust, and there were no foreign contaminants present. No salt is used during the manufacturing process, and a review of the dhrc and inspection records indicated that the device met all specification at the time of manufacturer. Therefore, it was concluded that the presence of rust on the cutting bur was most likely caused by storage and/or handling conditions at the user facility. If additional info becomes available a supplemental report will be submitted.

Event description:
Report received from USA stating that the burr had rust on its cutting surface that was observed during surgery process. The problem was noted prior to start of the surgery and the device was replaced. No injuries were reported to have occurred, however, it is unk if medical intervention was necessary. There is no additional info available.